Manufacturer narrative:
The t:slim x2 user guide states: "the resume pump alarm occurs when you select "stop insulin" from the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm. The customer's blood glucose (bg) level was 316 (mg/dl). A correction bolus via the pump was delivered to address bg level. The customer was able to resume insulin successfully. Follow up wit the customer confirmed the customer's blood glucose level was coming back down.